Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Chest x-ray revealed that the atrial lead had dislodged. It was determined that the patient exhibited twiddlers syndrome. The lead was explanted and replaced. There were no adverse consequences to the patient.